Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1c1dk, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that there had been a symptom return. Program changes had been made; however, the lead and battery were removed. There were no device issues or further patient complications reported at this time.